Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in an outpatient visit for routine follow up. On ventricular assist device (vad) interrogation it was noted that the backup battery (ebb) was nearing expiration. The ebb in the system controller was replaced. The patient left the outpatient clinic but returned approximately 1 hour later with an ebb fault alarm. The vad coordinator disconnected the ebb from the system controller and attempted to reconnect it but was unable to adequately make the proper connection. Upon further inspection of the battery, there was a bent pin. There also appeared to be damage to the ebb connector piece of the controller. It was unclear if this damage was present on the previous assembly of the controller and battery placement.

Manufacturer narrative:
Section a: patient age/date of birth, gender, and weight were not provided. Section d6a: correction. Date of implant not applicable for heartmate 3¿ system controller. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 5 days ((B)(6) 2024, (B)(6) 2000 per timestamp). Events captured on (B)(6) 2000 took place when the clock was not set; therefore, the exact date and time of the events was unable to be accurately recorded. A backup battery not installed alarms were active on (B)(6) 2024 at 08:01:57 ¿ 08:02:20 and is consistent with the reported backup battery exchange. Backup battery fault alarms due to the backup battery not passing load tests were active on (B)(6) 2024 from 09:52:51 ¿ 09:59:41. The backup battery did not pass the load test due to the loaded voltage being over the acceptable threshold as compared to the unloaded voltage. The alarms cleared once the backup battery was reseated. Another backup battery not installed alarm activated at 10:00:15 and cleared shortly after activating. The driveline was disconnected at 10:05:51 and the controller was shut down at 10:06:08. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and backup battery fault alarms activated due to the bent pin. The pin was straightened and the controller was retested and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: hsc-109614) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use, rev. C section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.